Event description:
A yellow alarm for system error, with a message in top right corner noted for low battery. Screen froze but stayed illuminated with pump continuing to pump. Multiple nurses to bedside. Troubleshooting included changing plug from one red outlet to another with no resolution. Next the staff attempted a system reset by toggling the power switch in the back. The pump would not turn back on, and the staff changed the pump out for the backup pump on the unit.